Event description:
The customer alleged questionable glucose hk gen 3 (glucose) results on one csf specimen. All testing was performed on (B)(4) module (B)(4). The initial glucose result was 0 mg/dl with a data flag. The analyzer automatically repeated the test with an increased sample volume. The result was again 0 mg/dl with a data flag; this result was reported outside the laboratory. The doctor requested the sample be repeated. It was repeated twice on the same analyzer with results of 57 mg/dl and 58 mg/dl. A corrected report was generated with the 58 mg/dl result. The customer stated there was no adverse event. The glucose reagent lot number was 64655001, with an expiration date of 09/30/2012. The customer stated the microcups used when testing the sample have an edge on the side which impedes them from seeing if the sample has bubbles in it. The customer declined a service visit since they felt the problem was due to bubbles in the sample.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The investigation determined that, due to "ridges" on the cups, customers may find it more difficult to check the sample level and presence of foam on the sample material. Labeling for the (B)(4) module instructs the user to make sure that the samples contain no contaminants such as fibrin, dust, or bubbles when loading samples onto the analyzer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The investigation determined that, due to "ridges" on the cups, customers may find it more difficult to check the sample level and presence of foam on the sample material.